Manufacturer narrative:
Device evaluation: one device was returned for analysis in used condition. Visual inspection showed cracks on top case and visible contamination. Review of the event history log showed occurrences of a "primary audible alarm bgnd test" alarm and a "acu watchdog" alarm. Functional testing included powering up the pump and occlusion testing. The investigation was unable to duplicate the reported issue. The speaker was replaced as a preventive measure. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair record.

Event description:
Information was received indicating that the pump exhibited a "acu watchdog failure" alarm. It was reported that there was no patient involvement